Event description:
It was reported that the patient dropped the patient line on the floor during dwell while connected to the homechoice. The technical service representative (tsr) explained the patient would need to end therapy. There was patient involvement; however, there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of use error was received with no alleged device malfunction; therefore no further investigation will be performed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.